Event description:
It was reported the patient's ipg was inoperable. It was also reported the patient has not recharged her ipg in over a year. Subsequently, the sjm representative met with the patient and was unable to establish communication between the patient's ipg and her external devices nor using other devices. The patient may undergo surgical intervention as the next course of action. The actual event date is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative.

Manufacturer narrative:
Recall: 1627487-12192011-003-r this ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.